Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the doctor's office and the time and date were off in the insulin pump. The time and date were off again during her continuous glucose monitoring training. The customer experienced horrible hypoglycemic events. Customer's blood glucose level was around 40 mg/dl. The device was not returned.